Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on an unknown date in 2010, "patient made mistake/touch contamination" occurred. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was due to the mistake/touch contamination that previously occurred. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome of the mistake/touch contamination was not reported. The peritonitis was recovering and pd therapy was ongoing at the time of this report.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenotic, de novo lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 6atms for "just a few seconds" and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.